Manufacturer narrative:
(B)(4). Dilatation catheter: lifespear 2.5*15, hiryu 3.0*15, guide wire: fielder fc, guiding catheter: radiguide 6f jr, other: ivus (view it). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information. During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to: balloon damage during processing of the balloon material, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a potential manufacturing deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. The on-line test data for this lot was reviewed and shows all units passed the manufacturing criteria. There was no report of difficulty with the preparation of the device, which would suggest that a product deficiency did not contribute to the reported balloon rupture. It is possible the reported moderately tortuous and calcified lesion contributed to the reported balloon rupture; however, a conclusive cause cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to this report.

Event description:
It was reported that the target lesion was eccentric, de novo and was located in the right coronary artery (rca #3), which was moderately tortuous, moderately calcified and had a 90% stenosis. The target vessel diameter is 3.0mm and the target vessel length is 20mm. The physician pre-dilated a non abbott balloon catheter and then a xience v 3.0 x 23 was deployed at the lesion. During deployment of the stent, the stent delivery system (sds) balloon ruptured at 12 atm after approximately 10 to 15 seconds on the first inflation. Intravascular ultra sound was done and post dilatation done with a non abbott balloon catheter. Reportedly, the procedure was completed and there were no patient effects. Though requested, no additional information was provided.